Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,g1, g3,g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion)h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was an issue with the power cord. The fse replaced the ac power cord reel (0012-00-1688-22) and the unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e2, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) console is not loading, despite being connected to the mains, the unit will not charge making it impossible to use. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) console is not loading, despite being connected to the mains, the unit will not charge making it impossible to use.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).